Event description:
Device 1 of 2; reference MFR report#1627487-2018-13481. It was reported that the during the ipg relocation surgery (reference MFR report# 1627487-2018-13449) scs system was implanted on the left side of the cervical region to improve the coverage on the left arm.